Event description:
It was reported that the 9800 system would not fluoro and had a blank screen during a case. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow-up report will be filed when additional details become available.